Event description:
The device 2x05.001.208, 532.022, 511.300, 05.001.206, 05.001.253, 05.001.212, was submitted from affiliate in russia and following condition(s) were reported: service. The equipment doesn't work. The event involved 7 device. The malfunction has been reported to have occurred during : no further information was provided, and involved : no information has been reported. Reported injuries : was there patient/user impact? No, no potential harm was reported. Surgery delay : was there a delay? No. Medical intervention : was surgical intervention required? No. Other information on the surgery/event : were there any resultant surgical complications? No, was procedure completed as intended? Yes. If any additional information should became available, the note section will be updated accordingly. Products reported under (B)(4) needs to be returned to the respective analysis site for the service to be performed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was traced to user error. (B)(4).

Manufacturer narrative:
The event description and investigation results were missing from the initial report.

Event description:
It was reported from russia that during service and evaluation, it was determined that the quick coupling for k wires device could not change k-wire settings, would not move, was difficult to assemble/disassemble, could not secure the k-wire, would not hold k-wire and did not function. It was further determined that the device failed pretests for function of lever, cannulation of attachment, tool quick coupling, self-holding force in smallest range, self-holding force in largest range and function in running mode. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.